Event description:
Nurse administered subcutaneous medication and re-capped the needle utilizing the scoop method. The nurse then proceeded to push on the needle cap to firmly secure it to the needle hub and did not realize that the needle had penetrated the cap, which resulted in a needle stick to the nurse.